Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The break in aseptic technique was not further described. Treatment for the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient recovered from the peritonitis event. At the time of this report, pd therapy was withdrawn (date unspecified). No additional information is available.